Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly that the insulin pump was not rewinding. The customer¿s blood glucose level was 247 mg/dl. Customer was assisted with troubleshooting. Customer reported that the insulin did exit the tubing and insulin pump did not alarm for insulin flow block. Customer reported the insulin pump stop during rewind. The insulin pump will be returned for analysis.